Manufacturer narrative:
D9 updated as the pump and purge cassette were returned for investigation. The investigation into the positioning issues has been completed since the original report was filed. The pump was returned for investigation. Visual inspection found no issues on the pump. As per clinical description, the pump was being pulled out as the pump was dislodged into the aorta due to patient movement. The root cause of positioning issue was use related. G1 revised reporting contact fax number in accordance with updated procedures since the initial manufacturer report number 1220648-2024-10920 was submitted.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a 68-year old male patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that they were having positioning issues. The pump dislodged into the aorta, rendering it unable to be pulled backed or advanced. The medical staff attempted to decrease potential energy in the cable and also cut sutures to decrease any tension. Despite their efforts, the medical staff decided to explant and replace the impella 5.5 pump after troubleshooting. The patient remains on support.